Event description:
The customer received control results of 293 and 278 mg/dl on the contour next. The meter did not automatically mark them as control tests, which will be displayed as blood results when accessing the meter's memory. No adverse event was alleged. Customer was advised to return the control solution. New strips, meter and control were sent to the customer.